Event description:
The drain would not unravel and despite cutting the thread, it was very difficult to remove from the pt. Pt's outcome was not provided by reporter.

Manufacturer narrative:
(B)(4) pt outcome was not provided by reporter. (B)(4) removal difficulties is not labeled in the IFU. No product or images were provided to assist in this investigation. Instructions for use (IFU) states the following steps for catheter removal: "while stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. Pry upward until the locking cam lever is free." Quality control (qc) ensures that the curve is able to be open and closed and that mac-loc is functional. No product was returned to assist in our investigation. Instructions for use gives instructions on proper placement and removal of the catheter. Qc ensures that the curve is able to be open and close and that mac-loc is functional. It is possible that after the suture was cut, the wire guide that was advanced into the catheter may have shoved the internal retention suture forward compacting it in the distal end of the catheter and possibly causing the catheter to remain in the locked position. We will continue to monitor for similar complaints and have notified the appropriate personnel. The quality engineering risk assessment was not updated in response to this complaint. The addition of this complaint would not increase the occurrence or risk priority number, therefore, the conclusion of qera is that no further mitigating action is necessary at this time, is still valid.